Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr documented that no failure was detected, so the reported issue could not be duplicated and no parts were replaced.

Event description:
The customer stated while using the avea ventilator, the tidal volume is low. The compressor was changed and it does not pass the tidal volume test. The customer stated there was no patient involvement associated with this event.